Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the subject device was sent to olympus without being reprocessed at the user facility, as a result, foreign material was left in the a/w channel. The suggested event is detectable and preventable by handling the device in accordance with the following IFU. Detection method is included in operation manual chapter 3 preparation and inspection. Preventive measures are included in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the findings reported in b5, other evaluation findings are as follows: the light cover glasses was chipped; the light cover glasses adhesive and the optical cover glass adhesive were worn; the distal end adhesive was lifting; the aspiration housing colored ring and air/water housing colored ring were worn; the suction connector had water ingression; there was a misty image; the brush passage had blockage; the angles in the up, down, left, and right direction were out of specification; the play of the upward/downward knob were out of specification; and the electrical safety test failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointenstinal videoscope had no air/water flow. This was discovered during maintenance; there was no report of patient harm. The device was returned, evaluated, and remnants of a white, crystalized contamination, which was believed to be a simethicone-type product, were found within the air/water and jet tube channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.